Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response as well as oversensing. Additionally, review of stored device memory noted that shock impedance measurements have gradually increased. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was reported that this device was later explanted and replaced due to a therapy upgrade to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response as well as oversensing. Additionally, review of stored device memory noted that shock impedance measurements have gradually increased. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response as well as oversensing. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.